Event description:
It was reported that iab was inserted in left femoral artery with a sheath. Approx. 24 hours after insertion, the iabp began to experience helium loss alarms. The balloon waveform also appeared abnormal on monitor. Iab was exchanged. There were no reported patient complications. Upon removal, a tiny hole was identified in catheter.

Event description:
It was reported that iab was inserted in left femoral artery with a sheath. Approx. 24 hours later insertion, the iabp began to experience helium loss alarms. The balloon waveform also appeared abnormal on monitor. Iab was exchanged. There were no reported patient complictions. Upon removal, a tiny hole was identified in catheter.